Event description:
The user facility's biomedical engineer reported that the automated impella controller (aic) experienced a self-check failure. There was no reported patient involvement.

Manufacturer narrative:
The investigation for the reported system self-check error issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs on the complaint date were consistent. Logs show the same repeated entries because console was left on in failed state, they show the following: (B)(6) 2022 12:05:18 send_heartbeat_messages: name_open ncc_sau_simul did not succeed err=no such file or directory. (B)(6) 2022 12:05:19 shmemtools:scumain:: timeout wait for communication channel /dev/name/local/sau_sens_eep_1 10sec. These log lines are representative of communication errors occurring with the epm of the impellatronic board. Device analysis: console arrived in danvers. Failure mode was reproduced on first boot, console booted into a system self-check error. A known good impellatronic board was swapped into console. Console booted without issue or alarms. During replacement, the ribbon cable from impellatronic was found decolorated. The ribbon cable was degenerated but has no contribution to the failure mode. Per the results of the clinical review and investigation, the root cause was determined to be a defective component. This report is being filed as part of a retrospective review of historical records.